Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number 720185-01. Serial number n/a. Batch/lot number 1100633903. Model/catalog description reservoir flat iz 100 ml. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid leak is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.